Manufacturer narrative:
Exemption number e2015058 heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : not yet returned to manufacturer

Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Exemption number e2015058. The history log shows the pad-pak was first installed in the device on the 4th october 2010 and it performed to specification, alongside random manual power ons, up to the 22nd december 2013. Multiple manual power ons some of ten minutes duration were observed in the device memory between the 25th december 2013 and the 10th may 2016. Investigation found the reported fault can be attributed to membrane failure. The ten minute time outs recorded in the history log would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.